Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous mid left anterior descending artery (lad). A 12mm x 3.75mm nc quantum apex balloon catheter was advanced to the target lesion and upon inflation at 17 atms a balloon rupture occurred. The number of balloon inflations is unknown. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.